Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. The 99% stenosed and moderately tortuous lesion was located in the left anterior tibial artery. The 2 x 120 x 150 sterling balloon was advanced to the lesion and on the first inflation it ruptured at 10 atms. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Describe event or problem: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was used to pre-dilate the moderately calcified lesion. It was inflated for approximately 3 seconds before it ruptured. The balloon was removed intact and no shaft kinks were noted.